Manufacturer narrative:
No failure investigation completed. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer overrode the bolus that was suggested by the pump and increased the amount of insulin. The customer's blood glucose (bg) level subsequently decreased to 32 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.